Event description:
The customer reported his blood glucose reached 300 mg/dl after wearing the pod for half a day he noticed the needle did not deploy the cannula into his skin. The pink slide insert did not move into the window.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism malfunction to fire and deploy the cannula or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.